Manufacturer narrative:
This device is not sold in the us but a similar device is. Upon the inspection of the device by an olympus field service engineer (fse), it was observed that the nozzle not deformed but was clogged with white foreign materials. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer reported an issue of clogged nozzle. Event did not occur during a procedure. The procedure previous to the event was completed with the same device with no reported issue. There is no reported harm to any patient. Upon the inspection of the device by an olympus field service engineer (fse), it was observed that the nozzle not deformed but was clogged with white foreign materials. This medwatch is being submitted for the reportable issue of foreign material found during device inspection.

Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. Please see the updates. Customer provided information on the reprocessing performed at the facility. An air water channel cleaning adapter is being used for pre-cleaning. Pre-cleaning is performed immediately after a procedure. After the completion of the procedure, the special button is changed to inhale and then flushing is performed. Enzyme solution of brand name xinhua is used for pre-cleaning. All the endoscope channels are brushed during manual cleaning using an olympus brush. Cleaning and disinfectant solutions used with automatic endoscopy reprocessor (aer) are of brand name xinhua. There are no issues noted with the aer. The device is stored in the endoscope storage cabinet. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device previous repair was in december 2021. The root cause of the foreign material in the device could not be determined. Possible scenarios for the cause are as follows: a) brush got broken when brushing the air/water (a/w) valve, and its bristles entered the a/w channel. Then the nozzle was clogged. B) by use of gauze from which lint comes off for reprocessing, lint entered the channel. Then the nozzle was clogged. C) watertight packing/silicone adhesive/silicone parts of peripheral device were broken and entered channel, which caused the nozzle to be clogged. The instructions for use (IFU) includes the following statements: gauze used in reprocessing is recommended to be lint-free. If non lint-free gauze were used, lint or cloth fibers may enter a/w channel. There is the potential for lint or cloth fibers to become trapped in a/w nozzle. Use lint-free gauze etc. To clean external surface of scope. Make sure the brush bristles are free of looseness or damage. Cleaning brush is disposable. Repeated use may cause cleaning brush to come off. Also, the user can detect the suggested event properly by handling the device in accordance with the following IFU. ·operation manual: preparation and inspection inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual: inspection of the endoscopic system inspection of the air-feeding function -inspection of the objective lens cleaning function the user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·reprocessing manual: preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories: clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. ·function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t). Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. ·channel-opening cleaning brush (mh-507): inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. · single use combination cleaning brush (bw-412t). Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. ·manually cleaning the endoscope and accessories: brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use.